Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implantable infusion pump. It was reported that the patient had a chiropractor visit around 2 pm yesterday and afterwards had a dose adjustment. The caller reported shortly after the patient started to experience increase in stiffness in their lower extremities and back and the hcp was worried these are baclofen withdrawal symptoms after their chiropractor visit. The caller needed assistance having a device manufacturer come to the ER to check the pump status.